Manufacturer narrative:
Emdr section h6, annex d codes were updated to reflect results of investigation.

Event description:
The following information was reported to gore: on an unknown date, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Two contralateral leg endoprosthesis were implanted landing in the bilateral common iliac arteries each. On an unknown date in (B)(6) 2024, follow-up examination was performed and dilation of the bilateral common iliac arteries, migration of the contralateral leg endoprosthesis implanted on the right side into the aneurysm sac, and aneurysmalization of the left internal iliac artery were revealed. On an unknown date in (B)(6) 2024, follow-up examination was performed and the migration of the contralateral leg endoprosthesis was more prominently confirmed. On (B)(6) 2025, a reintervention was performed and additional stent grafts were implanted both sides. The patient tolerated the procedure. The physician reportedly stated as follows: the patient may be prone to vascular enlargement because vessel dilation in multiple sites (bilateral internal iliac arteries, bilateral common femoral arteries, etc.) Were obserbed.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: aneurysm enlargement, component migration w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.